Event description:
The customer alleged that while using bd instrument max clinical a discrepant result was reported. A sample was collected in may from a cadaver that passed away in (B)(6). When testing was performed the result obtained was positive, and the customer questioned the timeframe of positivity. Requests were made for additional information, but the customer was not able to provide any additional information. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of "false positive results" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported receiving a false positive from a nasopharyngeal sample of a post-mortem patient using a biogx sars co-v-2 assay. Steps were taken with the customer. Cycle threshold values were taken . For 585/630 rnase p was 16.2, 630/665 n2 was 23, and 475/520 n1 was 1. The customer does not want to be contacted at this time and does not want to be contacted about this case. This complaint is open for documentation purposes. Field service was not dispatch. Case was escalated to global and a screened reader was sent to customer. Instrument was returned to customer fully functional. No parts or materials were sent to bd for investigation. Root cause cannot be determined with the information provided. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer alleged that while using bd instrument max clinical a discrepant result was reported. A sample was collected in may from a cadaver that passed away in january. When testing was performed the result obtained was positive, and the customer questioned the timeframe of positivity. Requests were made for additional information, but the customer was not able to provide any additional information. There was no report of patient impact